Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to their right ventricular (rv) lead. The rv lead exhibited noise on the egm (electrogram) and had high/undefined pacing impedances. A possible fracture was suspected. It was noted that a lead integrity alert (lia), rv lead noise alert, rv bipolar lead impedance alert, and a rvtip-to-rvcoil lead impedance alert had triggered for the rv lead. Reprogramming was done and the lead was later explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Fidelis proximal ring rust/corrosion/green in trifurcation. If information is provided in the future, a supplemental report will be issued.